Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored screen. This report is made based on results of investigation completed on (B)(6) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/21/2013 with the following findings: evaluation revealed that the display screen was dim and discolored. The pump was tested with a new display screen and the display showed normally. Unrelated to the complaint, the keypad cover was torn between the up arrow and down arrow buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.